Manufacturer narrative:
The device was evaluated by the returns department which found that the bent tiller/locking lever unit will not line up to lock.

Event description:
Dealer states the unit was damaged right out of the box, and that it is bent where you adjust the handlebar and the left hand brake is bent.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the unit was damaged right out of the box, and that it is bent where you adjust the handle-bar and the left hand brake is bent.